Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: d9; g3; h3; h6. Visual examination of the returned product identified the locking feature has been shaved and damaged. There is also damage to the scallops and the area around them. It is unknown if the damage occurred prior to or during the assembly attempts. Complaint confirmed based on evaluation of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that during surgery the liner would not fit into the cup. The surgeon confirmed the area was cleaned and the screws were placed well. After an hour of attempting to place the liner, the surgeon decided to open another liner to complete the surgery. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign ¿ mexico. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following section was corrected: d4. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.